Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. At the same time, the associated rv lead was surgically abandoned due to noise, unsatisfactory impedance measurements, and non-conversion of an arrhythmia. The field representative believed that the non-conversion was due to lead placement. The patient was on a left ventricular assist device (lvad), which provided circulatory support. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.